Event description:
Related manufacturer reference number: 2017865-2021-31925. It was reported that the patient presented to the clinic for a follow-up on 7 sep 2021. During interrogation, it was noted that there was noise on right ventricular (rv) and right atrial (ra) lead. Noise was observed between (B)(6) 2021 and (B)(6) 2021. Noise could not be reproduced with range of motion (rom) exercises. Programming changes were made to the leads. The patient was in stable condition.